Manufacturer narrative:
Per tandem¿s instructions for use: if you are going to have an x-ray, computerized tomography (cat) scan, magnetic resonance imaging (MRI), or other exposure to radiation, take off your t:slim pump and remove it from the procedure room. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. However, customer recently took mother for chemotherapy treatment and believes it could have been because of the radiation exposure. Customer consumed carbohydrates and drank a juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, bg level is trending upward.